Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was 480 mg/dl. The customer was treated for high blood glucose with a manual injection. The customer reported they have a backup plan available. After the troubleshooting was done, customer was advised they will need to replace inf tubing after high pressure test is performed. The customer was assisted with performing the high pressure test and it passed. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to follow up with healthcare provider concerning unexplained high blood glucose.